Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents successfully deployed at lad and rca. Approximately 22 months post index procedure, patient was admitted to hospital after an episode of slurred speech. MRI results showed nonhemorrhagic infractions and small punctuated infractions in the brain. Patient continued to receive plavix and aspirin and was discharged 3 days later. Approximately 5 weeks later, patient was hospitalized again, MRI showed a new right front parietal infraction with a small area of subcortical hemorrhage. Patient was discharged 6 days later.

Event description:
Investigator has assessed that the previously reported parietal infraction with a small area of subcortical hemorrhage was possibly related to the device.

Manufacturer narrative:
Evaluation: results, inherent risk of procedure (cva/stroke). (B)(4).